Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. G3: date received by manufacturer. G7: type of report, follow-up number. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Two imp,tsv,4.1,10,mtx,mg (tsvt4b10) were not returned for investigation. Since the reported products have not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. Device history record (DHR) review was completed for the subject lot number (63581484). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Additionally, the DHR for lot: 63581484 was further reviewed and the following documents have been attached to further verify the conformance of the packaging for the reported devices. Complaint history review was performed for the reported lot number: (63581484) for similar events and one other complaint was identified. Therefore, based on the available information, the packaging malfunction could not be verified and the reported event was non-verifiable for both reported devices as no product was returned and the conditions of the products when they first reached the customer are unknown.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown/not provided. Product not returned.

Event description:
Doctor reported that the implant was not present in the package. Packaging intact without mount and implant. Doctor finished the procedure placing another implant in the same surgery (available in his stock).